Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during endoscopic gastrectomy, upon gastrointestinal embedding reinforcement, the device thread was found broken when the package was opened before surgery. A new suture was used to complete the case. There was patient injury.